Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that blinking front panel occurred due to scope socket failure. A probable cause for the bulbs blowing could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluated. In addition to the malfunction noted in b5 the evaluation found the front panel flashing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had bulbs which keeping blowing. There were no reports of patient harm.